Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the stent was left inside the patient and the pushwire was discarded. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience.(B)(4)

Event description:
Information received from the (B)(6) study. Treatment of an acute stroke (occluded vessel: right part of the cranium, internal carotid artery tici0). During the mechanical thrombectomy, it was reported the solitaire fr got caught by the curvature of m2 segment and separated from the pusher. The treating physician decided to leave the stent in that location inside the patient and completed the procedure. Prior to the event, it was reported the patient developed an acute stroke on (B)(6) 2014 (the time was not specified), and was admitted to the hospital on the same day. The patient had complications of high blood pressure and asthma. The patient had tici = 2b, aol revascularization score = 2, and mrs = 4. The physician used the aforementioned solitaire fr four times in different sections; 1st m1 distal-ica, 2nd anterior branch of m2, 3rd posterior branch of m2, 4th anterior branch of m2 prior to the stent separation. The patient was reported to be fine with no ill effects from the stent that was left inside the patient.